Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's sister who stated that the wheel fell off while in use causing the end user to fall and break their arm. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.